Event description:
International customer reported that the drain became detached from the reservoir while the medical/technical staff were repositioning the patient. The patient subsequently developed mediastinitis at an unspecified time following the event. The doctor opined that the patient developed mediastinitis because the drain detached from the reservoir. The patient was reportedly returned to surgery for mediastinitis.

Manufacturer narrative:
Conclusion: user error caused the event. Disconnection of the device when moving a patient could be prevented by careful monitoring of the event.